Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the morning of this report as she woke up, she realized that the tube on her infusion set came out of the quick release without the plastic cap. Reportedly, it came off the from the hole where it was attached to the plastic. Her blood glucose was 204 mg/dl at the time of the event. She stated, that this set was due for change the next day of this report, but she changed the set the morning of this report. Currently, her blood glucose was 127 mg/dl. No further information available.